Event description:
The customer reports the ventilator failed to deliver air. There was no pt injury, the ventilator alarmed high oxygen and low expiratory minute volume. There are no ventilator settings available.